Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A buried bumper syndrome is a known complication of a peg tube placement and it is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent italy underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. On (B)(6) 2017 the patient was treated for a buried bumper syndrome. With the help of a thick and thorough guide wire the tube has been pushed inside. Education was provide that the tube should be slightly fixated to prevent bending of the tube. And should be moveable both inside and outside.